Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left shoulder replacement revision for dislocation - surgeon noted that in primary shoulder (completed by him (B)(6) 2020) the metaglene has been positioned quite high on the face of the glenoid, causing the humeral cup to notch on the inferior neck of glenoid. Surgeon removed glenosphere and humeral cup, removed extra bone from neck of glenoid and replaced the glenosphere as well as adding a retentive cup. Doi: (B)(6) 2022, left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. All available x-rays and photographs were reviewed. A complaint is confirmed, a dislocation event can be observed. However, no product defects that could have contributed to the reported event were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the metaglene was mispositioned. No delay reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.